Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID: 2134265-2018-04151. It was reported that the burr sheared the rotawire. The target lesion was located in the proximal left anterior descending artery. During preparation, a 1.75mm rotalink¿ burr was connected to the advancer and a 330cm rotawire¿ was loaded with the lock and torque secured on the back. Platforming commenced, outside patient's body; however, it was noted that the burr sheared the rotawire and broke off. The rotawire was pulled out from the patient's body with part of the rotawire hanging out of the guide catheter outside patient's body. The rotawire was replaced with another of the same rotawire and was loaded on the same burr; however, it would not load, thus, the burr was replaced with another of the same burr and the procedure was completed. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by manufacturer: the device was returned for analysis. Visual inspection revealed that the device was fractured approximately at 197cm from its proximal end. It also presents 2 kinks on its body, one approximately at 137cm from the proximal section and the second one approximately at 132cm from its distal end; and another one on its distal tip. The section that presents the cut shows evidence of rotational wear. Dimensional inspection of the outer diameter (od) of the distal tip, od of the middle of the device and od of proximal section were performed and were within specifications. However, the dimensional inspection of the overall length could not be performed because of the device condition. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is user / use error as there was an act or omission of an act that resulted in a different medical device response than intended by the manufacturer or expected by the user. As per product dfu: "do not allow the individual burr run time to exceed 30 seconds as this may lead to wire fracture/tip separation that may result in perforation, dissection, embolism, myocardial infarction and in rare cases, death. The rotawire guidewire has an expected functional life of 5 minutes of total individual burr run times." (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-04151. It was reported that the burr sheared the rotawire. The target lesion was located in the proximal left anterior descending artery. During preparation, a 1.75mm rotalink¿ burr was connected to the advancer and a 330cm rotawire¿ was loaded with the lock and torque secured on the back. Plaforming commenced, outside patient's body; however, it was noted that the burr sheared the rotawire and broke off. The rotawire was pulled out from the patient's body with part of the rotawire hanging out of the guide catheter outside patient's body. The rotawire was replaced with another of the same rotawire and was loaded on the same burr; however, it would not load, thus, the burr was replaced with another of the same burr and the procedure was completed. There were no patient complications reported.